Event description:
It was reported that, cardiosave, intra-aortic balloon pump (iabp) was alarming and screen was frozen. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
(B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit's logs were examined. Error code 118 video watchdog was discovered. The device was checked, nothing obvious was wrong with the unit. The fse performed all display tests. The fse reseated all connections within the unit. No change was noticed. The fse performed product inspections per customer and manufacturer requirements. Coiled cable connections were checked and reseated on recommendation from a fellow fse. The unit was returned to the customer for normal use.